Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient complained of intensifying thumping sensations in the abdomen when the spinal cord stimulation (scs) was in the off position. The patient experienced spasm in the low back and abdomen. Impedance testing was performed on the patient¿s device on (B)(6) and there were no out of range impedances. Reprogramming was noted. The patient was receiving stimulation for the lower body pain with the 5-6-5 paddle electrode placed in the thoracic spine. It was additionally reported that the patient felt the first event occurred on (B)(6). The patient was still experiencing sensation in the back and abdomen when she turns the scs off. It was keeping her from sleeping at night. The patient felt the longer she leaves the stimulation on the more intense after effect she receives when she turns it off. The patient has the stimulation off today, (B)(6), and was currently experiencing the side effect. Additional information has been requested.